Event description:
It was reported that a device migration occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. It was discovered at the 45 day transesophageal echocardiography (tee) appointment 49 days post procedure that the closure device moved to the proximal area in the laa. The closure device was explanted seven days after the migration was discovered and the patient was to be discharged the following day.